Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. On december 28, 2021 customer called in with the following concern: insulin pump gives critical error critical pump error/open book. P-cap locked in place properly during testing. Device was successfully downloaded using (thus software). Proceeded with the following testing to assure proper functionality of the device. Device passed functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that insulin pump error alarms were found on december 08, 2022. During download review, insulin pump error alarm confirm in (adapt) and history download. File ID=2005 line ID=5632. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that insulin pump error was trigger when insulin pump attempts to re-initialized/establish communication due to unstable power to rf chip, software error. Esf#2610666. Force sensor zero offset within specification (23.3millivolt). Device also received with cracked retainer, missing serial number label and cracked keypad at select button. In conclusion device came in with critical pump error alarm trigged by insulin pump error. Insulin pump error was cause by software error, unstable power to the rf chip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had open book image. No pump error was displayed on the screen of insulin pump before open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.